Event description:
It was reported revision surgery was performed due to poly disengaged, caused by falling of the patient.

Manufacturer narrative:
Results of investigation: the device, used in treatment, were not returned for evaluation. A clinical analysis indicated that reportedly a revision surgery was performed due to the poly being disengaged. Per communication the poly disengagement was due to a fall sustained by the patient and the doctor does not fault the device. There have been three unsuccessful attempts to obtain clinical/medical documentation. The patient impact beyond the revision surgery cannot be concluded. No further clinical assessment is warranted. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the risk management file and instructions of use for the product was completed. Factors and/or some potential probable causes that could include but not limited to abnormal loading of limb, design of device, fit/sizing, patient anatomy, procedural/user error, traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive. . No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.